Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was 300 mg/dl at the time of the call. The customer states that the insulin pump does not turn on after jumping in the pool with the device. The customer was hospitalized for their high blood glucose on (B)(6) 2015. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.